Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effect of vascular dissection is listed in the u.s. Version of the opstar instructions for use as known complication which may occur as a consequence of intravascular imaging and catheterization procedure. Based on the information provided, a definitive cause for the reported difficulty to remove which resulted in vascular dissection and unexpected medical intervention could not be determined. In this case, it is possible that the guidewire became kinked or bent, or the patient¿s anatomical conditions affected the ability to withdraw the imaging catheter, which resulted in the reported difficulty to remove the imaging catheter. While the difficulty to remove the catheter was not able to be directly attributed to the reported dissection and unexpected medical intervention, vascular dissection is listed as a known complication which may occur as a consequence of intravascular imaging and catheterization procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed in an unspecified artery. The dragonfly opstar imaging catheter got stuck with the guidewire and both device had to be removed together as a unit but resulted in a dissection. An additional stent was used to treat the dissection. There was no adverse patient sequalae. Although there was a delay in the procedure, there was no patient harm, therefore, the delay was not clinically significant. No additional information was provided.